Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010 the humapen memoir was received and on (B)(6) 2010, identified to have missing segments in the display of the dose numbers. Also, on (B)(6) 2010, it was reported that the device was not functioning properly as parts of it were not recognizable and it kept switching off. This humapen memoir is associated with pc (B)(4) and lot 0909c01. Operator of device, training status, length of use of the suspect device and length of use of the device model were not reported. The device was returned. It was not provided if the patient would continue to use this device model.